Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire medical has not received the suspect user interface module (uim) for an evaluation .the device trained biomed identified the model type of display as an end of life user interface module (uim). As a resolution, the biomed reported processing a hardware upgrade request on the device through our international sales group.

Event description:
The customer reported an unspecified failure on the display of the user interface module (uim) and an internal noise, while adjusting the fraction of inspired oxygen (fio2) on this ventilator device. The customer stated no patient involvement with this event.